Manufacturer narrative:
Unit was received with battery cap and found no anomalies on battery cap. Pump alarmed critical pump error after battery installation. Unit successfully downloaded using thump. Verified critical pump error due to consecutive pump error 53 & pump error 3 (esf#3926732 file#32107 line#418) alarms in the pump history download on (B)(6) /2023 20:50 due to hardware anomaly. Pump error 43 was found on (B)(6) 2023 19:56--20:50 in history files and traces. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. Unable to perform force sensor zero offset test due to moisture damage on force sensor. The following were noted during visual inspection: scratched case, battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), broken battery tube threads , pillowing keypad overlay, corroded battery tube, corroded battery tube spring. The p-cap/reservoir does lock properly. Unable to perform motor test due to moisture damage on motor pins. Critical pump error (open book image) alarm confirmed due to pump error 53. Pump exposed to moisture confirmed at battery tube, electronic stack and force sensor. Cosmetic damage is confirmed at the battery compartment. Unable to confirm blank display, rewind anomaly due to critical pump error (open book). Pump error 43 is confirmed due to being found in history files and traces and due to moisture damage on motor pins. Pump error 53 & pump error 3 is confirmed due to being found in history files and traces and due to hardware anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Customer returned pump for an alleged cosmetic damage located at the battery compartment & exposed to moisture & blank display & pump error 43 & rewind anomaly & pump error 53 found on 05 march 2023. Unit was received with battery cap and found no anomalies on battery cap. Pump alarmed critical pump error after battery installation. Unit successfully downloaded using thump. Verified critical pump error due to consecutive pump error 53 & pump error 3 (esf#3926732 file#32107 line#418) alarms in the pump history download on 03/05/2023 20:50 due to hardware anomaly. Pump error 43 was found on 03/05/2023 19:56--20:50 in history files and traces. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. Unable to perform force sensor zero offset test due to moisture damage on force sensor. The following were noted during visual inspection: scratched case, battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), broken battery tube threads , pillowing keypad overlay, corroded battery tube, corroded battery tube spring. The p-cap/reservoir does lock properly. Unable to perform motor test due to moisture damage on motor pins. Critical pump error (open book image) alarm confirmed due to pump error 53. Pump exposed to moisture confirmed at battery tube, electronic stack and force sensor. Cosmetic damage is confirmed at the battery compartment. Unable to confirm blank display, rewind anomaly due to critical pump error (open book). Pump error 43 is confirmed due to being found in history files and traces and due to moisture damage on motor pins. Pump error 53 & pump error 3 is confirmed due to being found in history files and traces and due to hardware anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported pump rewinding and restarting, received pump error 43 - an error in the motor was detected by reading unexpected value from hall sensor. Customer reported blank display and pump exposed to moisture. Troubleshooting was performed. Customer confirmed that the retainer ring and battery cap were not damaged. Customer also confirmed that the battery cap contacts were not damaged, missing or corroded. Customer confirmed that the reservoir and infusion set does not showed any signs of damage. Customer was advised that the pump will be replaced. No harm requiring medical intervention was reported. The device will be returned for failure analysis.